Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios fusion system. During an interventional procedure, image quality problems were reported. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. Investigation showed a well working system with room to improve the image quality depending on customer workflow. A siemens applications specialist provided additional onsite training. The customer has not reported any further concerns. The manufacturer is not considering further actions resulting from this event.